Manufacturer narrative:
Reference (B)(4) for handle and polysorb sulu. (B)(4).

Event description:
According to the reporter, during a roux-en-y, the needle fell out; difficulty loading and unloading all reloads. A device fragment fell into the patient but was retrieved.